Event description:
The patient had 3 cypher stents implanted in the right coronary artery (one cra23300 and two cra33275). Indication for the index procedure was non st elevated myocardial infarction. Vessel diameter was 2.8 and lesion length was 89mm. Approximately eight months post stent implantation, the patient came back with unstable angina and it was discovered the patient has focal restenosis and one of the implanted 33 x 2.75mm stents was fractured. The patient was treated with a taxus stent. The patient was followed up 2 months later and there were no other adverse events.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.